Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01806 and manufacturer report #3005099803-2014-01805 for the associated device information. It was reported to boston scientific corporation that two speed band superview super7 devices were used during a ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the first band on the first device; however, the band failed to deploy. The physician removed the device and noted that six of the bands hadn't moved and the seventh band was broken and detached from the ligator. The physician changed to the second device but same problem occurred. The procedure was completed with another speed band superview super7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported event of band failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present in the speed band ligator head indicating use/handling. The ligator head was the only component returned. The suture was found broken with some portion still remained attached to the head. Four of the blue bands had been deployed and not returned. The remaining three bands (two blue bands and a white band) remained in the ligator head but were all moved out of position. The seventh band was found detached from the ligator head with the suture loop still remained intact. No damaged was noted with the ligator head teeth. Based on the condition of the returned device, the reported failure was confirmed. The trip wire and the handle assembly were not returned for evaluation; therefore, it cannot be confirmed if the user fail to properly secure the trip wire during use. Given the condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly and manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01806 and manufacturer report #3005099803-2014-01805 for the associated device information. It was reported to boston scientific corporation that two speed band superview super7 devices were used during a ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the first band on the first device; however, the band failed to deploy. The physician removed the device and noted that six of the bands hadn't moved and the seventh band was broken and detached from the ligator. The physician changed to the second device but same problem occurred. The procedure was completed with another speed band superview super7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.